Event description:
It was reported that during a micro discectomy procedure at the spine at the user facility, a bur broke off in the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a micro discectomy procedure at the spine at the user facility, a bur broke off in the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
During the device evaluation, no broken bur was found within the attachment. However, a shattered bearing was found and it is probable that the broken bearing would give the user the impression that a bur was broke off in the device. The attachment is not a repairable device and will therefore not be returned to the user facility. The attachment is not a repairable device and will therefore not be returned to the user facility.